Manufacturer narrative:
Updated product brand name (rfb)/ product brand name, model number (rfb)/model number, catalog item identifier (rfb)/catalog item identifier, serial number (rfb)/serial number, product UDI (rfb)/product UDI, manufacture date (rfb)/manufacture date.

Manufacturer narrative:
MDR 2518422-2024-55357 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2025-000806. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
Since no device information was provided, the exact recall number is unknown. Possible recall numbers include z-1972-2021, z-1973-2021, and z-1974-2021.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging with eye irritation, nose irritation, skin irritation, respiratory tract irritation, dizziness, headache. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Please note that this report is a duplicate and the event has already been reported under MDR 2518422-2024-55357.